Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump's downstream occlusion (dso) seal was peeling off. The reporter requested replacement instead of repair. Per reporter, this event occurred during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D9: unknown. H3: one device was returned for evaluation in new condition. Device history review was performed, no failures were found related to the seal. Functional testing was performed, and the problem was not verified. The downstream seal was intact.